Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed an oil/white haze on anterior surface of intraocular lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. One video provided for multiple records to show the reported complaint (video referenced in (B)(4)). White in appearance shadow is seen over implanted iol. Based on our observation of the provided video, white in appearance shadow is seen over implanted iol. No root cause identified to date. No reports of impact to visual function in any of the complaints reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).